Event description:
It was reported that the table was going up and sometimes down on its own. No injury reported. A field engineer was dispatched to the site and it was determined that the control panel keyboard switches were sticking and the control panel needed to be replaced. Once this was completed the system was working as intended.